Event description:
On 7/22/87 an aus device was implanted. The cuff was revised, date not indicated. On 3/13/92 the balloon and cuff were revised. On 1/18/96 and 10/17/96 the cuff was revised. On 12/23/96 the balloon and pump were removed from the pt and replaced due to recurring incontinence.